Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements with unknown cause. This rv lead along the system was surgically abandoned and replaced with a leadless system. No additional adverse patient effects were reported.